Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Noise was observed on the right atrial (ra) lead and high threshold measurments were observed on the right atrial (ra), right ventricular (rv) pace/sense and left ventricular (lv) leads. A lead revision procedure was planned. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.